Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from the (B)(6) of break in aseptic technique and peritonitis in a home patient (hp). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2012, the hp was diagnosed with peritonitis, manifested by abdominal pain and the hp was hospitalized. The hp was treated with vancomycin 500mg tiv (as reported), amikacin 25mg/l in pd soln then 12.5mg/l in pd soln (frequency and administration dates not reported). The nurse stated that the cause of the peritonitis was the break in aseptic technique. It was not reported if the hp was retrained on proper aseptic technique. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.